Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the mixer spinners. All verification testing met specifications. Although hardware issues were addressed, no clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a troponin (accutni) result, in the risk stratification range, generated by the unicel dxi 800 access immunoassay system for one patient sample. Repeat testing and a subsequent sample resulted in a lower clinical category. The result was reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.